Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient's system was removed due to infection. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. It was reported it was unknown when the infection began and unknown if there were any relevant factors that may have caused or contributed to the infection. It was also unknown what symptoms the patient experienced as a result of the infection and unknown if the infection had resolved. It was reported the device had been discarded, therefore, it would not be returned for analysis.